Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain around where the reservoir was originally placed. A surgical procedure was performed to remove the original reservoir and replace it with a new one on the contra lateral side. No additional patient complications were reported.